Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was displayed as "low", although a specific value was not provided. Customer addressed their bg with consuming carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.